Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds) with stent. The safety lock was in the manufacturing position; as received. There was blood in the shaft and on the stent. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft. The stent was received partially deployed. The stent was deployed 6mm outside of the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 29-apr-2016. It was reported that shaft kink occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left subclavian artery. An 8x40x120 epic¿ stent was advanced to treat the lesion. However, the device was unable to be introduced over a 0.035 guide wire as the shaft was kinked. The procedure was completed with another epic¿ stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the stent was partially deployed.